Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. The event will be reported on MFR # 0001822565-2018-00636.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgery was cancelled and patient was awaken from anesthesia as the custom spacer was found to be a different size than requested. This incorrect size was identified before incision was made.